Event description:
Noise and oversensing with pacing inhibition was reported on this lead. The patient became bradycardic. The physician suspected lead damage. The lead was replaced.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.